Event description:
Customer reported that pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Customer's insulin delivery was initially suspended due to the alarm, and attempts to resolve the issue included cleaning the speaker holes, removing and reconnecting the cartridge, and loading a new cartridge. Despite these efforts, the alarm recurred, prompting instructions to wait two hours for any moisture to evaporate, with a follow-up planned by technical support.